Event description:
Caller, user's md/endo, called in regarding her patient to report a pod possibly not delivering insulin. The pod in question was placed at 6.40 pm in 2008, on the left side of the abdomen. User uses apidra insulin in the pod. Caller stated that her patient maintained b/g's in the low to mid 300's but eventually needed to be admitted to pediatric ICU with ketoacidosis. The patient's b/g readings ranged from 266 mg/dl up to 493 mg/dl and back down to 367 mg/dl when he was brought to the ER at approximately 11:30 the next morning. Once at the ER patient was placed on IV fluids and insulin but pod was not removed until 3:28 pm. Patient stayed in ICU overnight. IV fluids and insulin delivery continued until 8:00 pm on the same day. It was reported that when they removed the pod, there was "insulin under the adhesive pad" and that "the cannula looked like it wasn't in." Further, the patient's stomach was wet and that they could smell the strong odor of insulin. At this point, the doctor stated that she was going to have "a basic diabetes education and pump review session" with her patient.

Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device ran normally and did not encounter any resistance to insulin flow. Further inspection revealed a tear in the wall of the cannula 0.29" from the distal end where fluid was observed leaking. Evaluation of the nature and location of the tear indicates that the damage possibly occurred after removal. The caller reported that the cannula was not in the infusion site, the skin was wet and the smell of insulin was noted. This would be the likely cause or the patient's elevated bg readings. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.